Manufacturer narrative:
The investigation found that the discrepantly high ft3iii results versus the ft3iii ver.2 results were most likely due to the presence of a streptavidin interference factor. The ft3iii ver.2 assay has improved robustness against this type of interference. The investigation determined that the event was consistent with an interference against the streptavidin component of the reagent. The investigation stated that the result differences of the ft3iii ver.2 results between the e411 and e801 analyzers are consistent with the differences in the physical setups of the analyzers and the effects of the interference factor. Based on the available data, a general reagent issue could be excluded.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft3 iii ver.2 results from 1 patient on a cobas e 801 module compared to another cobas e 801 module, a cobas e 411 immunoassay analyzer, an abbott architect, and a wako accuraseed analyzer. Refer to the attachment to the medwatch for all patient data. It is unknown if any results were reported outside of the laboratory. The customer e801 analyzer serial number is (B)(4). The reagent lots and expiration dates used on this analyzer were requested but not provided. The investigational e801 analyzer serial number is (B)(4). Ft3iii reagent lot number 551720 with expiration date 30-sep-2022 and ft3iii ver.2 reagent lot 575688 with expiration date 31-jan-2023 were used on this analyzer. The investigational e411 analyzer serial number is (B)(4). Ft3iii reagent lot number 585947 with expiration date 28-feb-2023 and ft3iii ver.2 reagent lot 567499 with expiration date 30-nov-2022 were used on this analyzer. This medwatch will cover ft3 iii ver.2. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results.